Event description:
The reporter states that he obtained the blood glucose result of 190mg/dl in comparison to a blood glucose result in the 60's (mg/dl) on the accu-chek advantage system. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.